Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that there was inadequate stimulation to cover the patients right foot. Impedances were checked with no abnormalities and the leads were pulled down and tested for adequate stim coverage. It was noted that the patient needed and had a pocket revision from the left lower back to the right lower back. When the leads were pulled down, the patients right leg to foot received adequate coverage and the patient was satisfied. At the time of the report, the patient was alive with no injury and the issue was resolved. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.